Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a fault when charging batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the unit not charging batteries. No charging current coming from power management board. Replaced board. Charging ok now. All checks completed and seen to pass.